Manufacturer narrative:
Please reference MDR 2183870-2009-00041 for the protege rx used in this procedure.

Event description:
Pt enrolled into the trial. Minor ischemic stroke. Pt recovered without sequelae.